Manufacturer narrative:
Corrected data: d9 & h3 (device returned for evaluation), h6 (type of investigation, investigation findings). Updated results of investigation: the associated device was returned and evaluated. A visual inspection revealed the flat side of the device has damage on one side. The device has some scratches and gouges in the damaged area. A dimensional evaluation of the relevant features of the returned tibial baseplate was conducted. No deviations were detected. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: e4 (complainant did not report to FDA).

Event description:
It was reported that during a tka surgery, two (2) gii c/r art ins sz 3-4 9mm failed to sit properly in the tibia, resulting in damage to the gns ii cmt tib size 3 {} right. The tibial baseplate was removed and replaced with a new tibia during surgery. A significant delay was reported. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).